Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information received from consumer regarding a patient receiving morphine with an unknown dose and concentration for no known indication for use. This was a morphine pump trial. It was reported patient just wanted to get the implant removed if they could get a pain pump implanted, but patient did not end up getting a pump. The patient stated that the healthcare professional (hcp) wanted to do the pain pump trial and patient went in for that and it was a really bad experience. It was stated patient could not walk around or do anything after the overdose. It was stated that the hcp was new and kept questioning the hcp on how much morphine hcp was putting in and the patient thought she put too much morphine in the pump because they just gave a shot of morphine in the back, but the hcp told her that the patient was just "overly sensitive." Patient thought it was overdose and stated that " of course the hcp would not admit and stated that maybe they did overdose her and maybe they did not. It was stated patient was supposed to stay at the hospital bed for 2 hours to get up and walk around and so forth, but patient could only be there for 6-8 hours or else patient would be charged out of pocket for staying longer. It was stated after morphine was put in at noon all she remembers was being put in a room for 2 hours and that¿s all she remembered until the next day. Event date was noted at (B)(6) 2016. There was additional information reported that was not relevant to this event and therefore was omitted; (B)(4) -first ins rewired and (B)(4) - current ins has not worked since implant.

Event description:
Additional information was received from a healthcare provider on 2017-mar-08. It was reported that the hcp was not made aware of the patient's overdose symptoms following the trial, and had no additional information in the patient's chart. The hcp reported that the trial took place on (B)(6) 2015 (note: this conflicts with information received from the patient stating that the trial occurred in 2016).

Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient serious injury. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Previously reported patient codes no longer apply.

Event description:
Additional information was received from the consumer on (B)(6) 2017. It was clarified that no catheter was used, just a shot to the spinal area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.